Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an alert for high shock impedance measurements of 137 ohms. No oversensing was noted. Troubleshooting recommendations were discussed. The patient followed up with the physician and the shock impedance measurement was 110 ohms. The physician will continue to monitor the patient, with no surgical interventions or treatments planned. No adverse patient effects were reported. The device system remains in service.